Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a routine shift check, the autopulse platform performed only 5 minutes of compressions, even though the battery provided an indication that it was fully charged. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The li-ion battery reported in this complaint was returned to zoll (B)(4) for evaluation. Visual inspection was performed and no physical damage was observed to the battery. Analysis of the archive data was not performed as battery did not charge therefore the archive results could not be retrieved and downloaded. The reported complaint was confirmed. The battery failed to charge and the archive could not be retrieved. Therefore, a root cause could not be determined.